Event description:
The patient reported charging issues between the implant and the external equipment. It was determined that the pocket was too deep which inhibited the patient's ability to charge. During the pocket revision procedure, the decision was made to replace the implant. The patient was implanted with a new advanced bionics spinal cord simulator.